Event description:
It was reported that noise was observed on the lead. During an attempt to reposition the lead, it appeared the lead had been twisted as a result of twiddler's syndrome. Noise was reproducible. Upon inspection, it was noted that the outer insulation looked worn with some visible creases. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.